Manufacturer narrative:
(B)(4). D10. Ncb pp pr fem plate rt l115mm item# 0202263000 lot# 3230817. Unknown stem item# unknown lot# unknown. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that following fixation of a periprosthetic femoral fracture with a trochanteric plate approximately two years after a total hip arthroplasty, the patient sustained a re-fracture below the short stem and required replacement with a 9-hole plate. Subsequently, the initial total hip arthroplasty had been performed approximately two years prior. A trochanteric plate was implanted to treat a periprosthetic femoral fracture. Approximately six weeks later, a re-fracture occurred directly below the short stem, and the construct was revised with a 9-hole plate. The treating surgeon commented that this represented an atypical femoral fracture in an osteoporotic patient and opined that stress loading on the distal stem or plate likely contributed to the re-fracture. Diligence is completed and no further information on the reported event has been provided.